Event description:
A customer reported that a system message displayed and the intraocular pressure control was unable to be used during surgery. There was no harm to the pt.

Manufacturer narrative:
Investigation root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).